Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. The photograph shows the bag ripped into two portions. A root cause cannot be determined; however, based upon the photograph, a possible cause of this event could be that the use of excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was used in a gallbladder procedure on approximately (B)(6) 2025, and ¿according to reporter physician/ staff during a procedure the anchor bag ripped.¿. The procedure was completed with no impact to the patient. Photos show the bag fragmented into 2 parts, and this was confirmed by the sales representative. Further assessment found all fragments of the bag were retrieved from the patient. The specimen was in the bag when it ripped. The specimen ¿remained in lower portion of the bag¿ and was retrieved with no contamination of the wound. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was used in a gallbladder procedure on approximately (B)(6) 2025, and ¿according to reporter physician/ staff during a procedure the anchor bag ripped.¿. The procedure was completed with no impact to the patient. Photos show the bag fragmented into 2 parts, and this was confirmed by the sales representative. Further assessment found all fragments of the bag were retrieved from the patient. The specimen was in the bag when it ripped. The specimen ¿remained in lower portion of the bag¿ and was retrieved with no contamination of the wound. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.